Manufacturer narrative:
The reagent lot numbers were requested but were not provided. The field service engineer (fse) found a burst vacuum tubing and fixed it. The fse then ran mechanical checks, ran wash reaction parts, and inspected every cell. The customer ran qc multiple times and no issues were seen. The investigation is ongoing.

Event description:
There was an allegation of questionable results with multiple assays for seven patient samples tested on the cobas 8000 c 702 module. Creatinine: sample 1: the initial result was 166 mol/l and the repeat result was 70 mol/l. Sample 2: the initial result was 186 mol/l and the repeat result was 100 mol/l. Sample 3: the initial result was 159 mol/l and the repeat result was 82 mol/l. Sample 4: the initial result was 156 mol/l and the repeat result was 66 mol/l. Bilirubin total: sample 5: the initial result was 54.2 and the repeat result was 38.4. The unit of measurement was not provided. Glucose: sample 6: the initial results were 66.8 and 68.5 and the repeat result was 6.4. The unit of measurement was not provided. Albumin: sample 7: the initial result was 34 and the repeat result was 54. The unit of measurement was not provided.